Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b2, b3, b5, b6, d1, d2, d4, d6a, g2, g4, h4, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported, unknown side rupture. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.